Event description:
During right percutaneous disc decompression of l5-s1 for chronic lower back pain, the pt was noted to have blood in the suction tubing. The disc decompression was stopped at that point, however, the pt developed respiratory distress and became hypotensive. The medical team was notified, resuscitative efforts and full acls protocol were in place; however, the pt did not respond and was pronounced dead after approx one hour. Hydrocision was notified by the distributor in 2008.